Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occurred from a valved trocar upon inserting it into a patient's eye. The leakage caused the patient's eye to collapse. The product was replaced and the procedure was completed without harm to the patient. Additional information has been requested but not received.

Manufacturer narrative:
Two opened and three unopened packs were received in trays, for a total of (B)(4) trocars. The returned samples (B)(4) were visually inspected, (B)(4) samples were found conforming, (B)(4) samples were found nonconforming with a hole, (B)(4) were found to be nonconforming with a cut in the septum, and (B)(4) was found to be nonconforming with a hole and a cut in the septum. The (B)(4) conforming samples were then leak tested and were found to be conforming. The finished goods lot was manufactured with six valve entry component lots. A device history record review for each of the component lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates that this is the second complaint received against the trocar lots for leaking. Possible root causes for the open observed conditions of the valves include valve manufacturing controls and valve handling during assembly onto the handle. To improve performance of the valves an investigation has been initiated to identified further actions to improve valve performance. (B)(4).